Event description:
It was reported that the patient experienced pacemaker vibration on 07-05. The ventricular lead exhibited loss of capture. The lead was turned off on 07-07. On 08/03 a fracture was noted on the lead at the clavicle and the lead was explanted and replaced.

Manufacturer narrative:
The lead coil was fractured at 53 cm from the connector pin due to clavicular crush. The proximal insulation was damaged at 22.5 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.